Manufacturer narrative:
Three unsuccessful were made to obtain additional information related to reprocessing steps. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the air/water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. - IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced the surface of the objective lens had poor water contact. Additionally, the up/down knob was broke, and the lens cleaner that sprays out water to clear the lens was not working. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a clog in the air/water channel. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the air/water supply channel had a clog. The production labels needed replacing. There was a leaking found at the bending section cover (a-rubber) glue. The plastic distal end cover insulation was out of specification. There was a cut found at the switch 1 camera. The angulation found at the up/down and left/right directions was low and out of specification. The control know play movement was out of specification. The plastic end distal cover had a deep dent. The objective lens had peeling on the cement. The light guide lens had (2x) cracks. The bending section cover glue had cracks. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.